Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels of up to 580 mg/dl. The suspected cause of the elevated bg was due to the customer going through puberty. The customer addressed their bg by administering a manual injection. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.